Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated when taking impressions the healing abutment would not disengage from the implant and implant had to be removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 10mm (int410) was returned with its abutment attached for investigation. Visual inspection of the as returned product identified some wear and damage to the implant and abutment's exterior, likely due to the removal process. Functional testing was performed, attempts were made to disengage the abutment from the implant using compatible drivers, and found that the abutment would not disengage from the implant. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.